Manufacturer narrative:
Evaluation summary: the sample was not returned, therefore, the condition of the product could not be verified. The device history record (DHR) was reviewed and no abnormalities were found. The product was released according to the manufacturer's release criteria. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive, no problem found during production. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a glaucoma filtration device (gfd) was removed approximately 6 years after initially implanted because it was observed to be protruding/eroding and irritating. The gfd was not replaced. Additional information has been requested.

Manufacturer narrative:
A customer reported that the shunt was protruding/eroding/irritating, and therefore it explanted. The product was returned for investigation and received in the following manner: only shunt was received for investigation in a plastic cup, inside a bandage , without the outer box, primary package or labels. During initial inner illumination test, blockage of the lumen was found, therefore the reported complaint was confirmed. After cleaning the shunt inner lumen was found to be open; there is no indication for any manufacturing relating factors that could cause the reported event. There was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).